Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. All samples were collected in bd vacutainer tubes containing edta anticoagulant; however, a large blood clot was found in the collection tube containing the sample that generated the erroneous results. Per beckman coulter labeling, misleading results can occur if specimens contain clots. Good laboratory practices should always be used for inspecting specimens for clots before processing on the lh750 analyzer and for verifying test results. This appeared to be a sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported that the lh750 hematology analyzer generated erroneous cbc (complete blood count) results on one patient sample. The results were accompanied by instrument-generated messages indicating low results for some test parameters. The specimen was repeated on the lh750 analyzer with similar results and a "manual scan was performed" which seemed consistent with the results from the analyzer. The erroneous results were reported outside of the laboratory. The patient was transfused with two units of packed cells the next day (on (B)(6) 2009) and a specimen was collected one hour post-transfusion. This sample was tested on the lh750 analyzer and recovered higher cbc results. Laboratory personnel found an alternate sample from the patient drawn on (B)(6) 2009 (collected for iron testing) and ran that specimen on the lh750 analyzer on (B)(6) 2009. The results of this specimen did not match those of the first specimen initially collected and tested on (B)(6) 2009. The first specimen collected and tested on (B)(6) 2009 was visually examined on (B)(6) 2009 and a large clot was found. A corrected report was subsequently issued by the laboratory.